Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed, and a leak was identified in the tube due to a cut in the tube. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a cut or hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked from the tubing below the drip chamber; solution squirted out of the line due to a hole. This was observed during priming with zinecard. A new bag was remade to continue preparation. There was no patient involvement. No additional information is available.